Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe had foreign matter in it. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd plastipak¿ syringe had foreign matter in it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: by performing the tests on the samples sent by the client, results were obtained within the specification, so the defect of excess silicone that the client reported was not reproducible. Test were carried out on the samples sent by the client including defects on molding barrel, plunger rod and/or stopper affecting functionality, correct assembly of components, and presence of lubricant. The samples that the client sent showed results within specification, so the claim is not confirmed. DHR review shows the results in the functional tests for the approval of the batch were satisfactory. No non-conforming part that could be attributable to the defect reported by the client was presented. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the temperature parameters of the nozzle and tank pressure are within the operating window. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.